Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the patient's husband that the dual port feeding adaptor disconnected "plug is off". No other information provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the strap was confirmed, but without the physical sample, the exact cause could not be determined. One photograph was returned for investigation. The photo showed a dual port feeding adaptor. The large port was open and a connector, which was not included in the kit with the dual port feeding adaptor, was attached to the port. The strap for the large plug exhibited a partial tear where it connects to the body of the dual port feeding adaptor. Since sample exhibited evidence of use, the strap may have torn during use, but the exact cause was undetermined. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the patient's husband that the dual port feeding adaptor disconnected "plug is off". No other information provided.